Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. The patient reported feeling dizzy after she had bent down. Svt was initially diagnosed before the rate increased. The device was reprogrammed and the patient will be monitored.